Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4)

Event description:
(B)(6) 2009 - (B)(6) 2010 - thin light pink vaginal discharge, vulvar irritation, rash of buttocks, blisters with erythema noted at midline area of buttocks, vulvar erythema, gross hematuria, flank pain, dysuria, incontinence of urine and urinary tract infection she was treated with antibiotics. (B)(6) 2011 - abdominal pain, dysuria, hematuria, mild suprapubic tenderness, and urinary tract infection treated with antibiotics. (B)(6) 2012 - normal annual exam - good pelvic support noted on physical examination. (Further medical records are not available for review).